Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos from the customer in support of this complaint. The photos were evaluated and do not show overfill. The blood meniscus is visible under the bottom edge of the closure. 10 production lot in-house retention tubes from both lots were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photo or the retention testing provided. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported that during use with 2 lots of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were overfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states tubes are overfilling.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2200057. Medical device expiration date: 30-apr-2023. Device manufacture date: 19-jul-2022. Medical device lot #: 2228632. Medical device expiration date: 31-may-2023. Device manufacture date:16-aug-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were overfilling. There was no report of patient impact. The following information was provided by the initial reporter: customer states tubes are overfilling.